Event description:
Feeding pump switched out due to first pump not working. Performed warm up and accuracy test. After warm up pressed prime button, screen distorted, error code 23 displayed with alarm tone and red led indicator.